Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unable to capture and grasp leaflets were unable to be determined. The reported difficult to remove from anatomy was likely due to procedural circumstances. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy and due to patient anatomy (fragile tissue). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), enlarged atrium and short restricted posterior leaflet with cleft for a mitraclip procedure. Posterior leaflet was 9 mm but was frail. During the procedure, one mitraclip ntw was implanted successfully on the central side of anterior and posterior leaflet 2 (a2/p2). Physician decided to implant another mitraclip ntw for the long-term benefit. Physicians attempted a-frame technique after unsuccessful grasping attempts due to limited tissue, it was noticed that clip was interacted with chords and clip was not implanted. A torn chord was observed after some time. Trouble shooting steps were performed. As per the physician it was due to fragile tissue and too many attempts. All steps were performed as per IFU. The final mr was grade 3-4. There were no adverse patient effects or clinically significant delays reported.